Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker was at elective replacement (eri) battery level but the eri alert did not trigger. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of pacemaker not triggering elective replacement indication (eri) alert was confirmed. The report of incorrect measurement/longevity anomalies were not confirmed. Final analysis found the device was returned having reached eri level. Review of the device image found monthly average voltage on event date was 2.57v. Eri alert was not triggered due to level was set to 2.571v. Electrical tests performed indicated normal functionality, and review of session records shows auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
New information received stated that the pacemaker was explanted and replaced on (B)(6) 2022. There were no reported issues post procedure.